Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder was implanted. On (B)(6) 2019, the device embolized to the pulmonary artery. A push pull test was performed prior to release. The device was snared and the patient was discharged the next day.

Manufacturer narrative:
An event of embolization a few days after implant was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.